Event description:
It was reported that during a breast biopsy the marker collagen plug was stuck and would not deploy in the first four devices. They used a fifth device to complete the procedure from a different lot. There was no pt consequence reported.

Manufacturer narrative:
(B)(4): detached tube. Evaluation summary: the analysis results confirmed that one applier (a, c, d and e) were received inside its original package and in good visual condition. The firing mechanism was tested and the introducer tube detached from handle while firing the collagen plug. A corrective action has been initiated to address the root cause of the deployment issues. No conclusion could be reached based on the analysis results as to why the applier (b) reportedly malfunctioned during surgery. The applier was returned inside its original package, in good physical condition and with the marker present. The firing mechanism was tested and it deployed the collagen plug with the clip as intended. Devices f, g: a mrm4008 was received instead of mam3008. No conclusion could be reached based on the analysis results as to why the applier reportedly malfunctioned during surgery. The applier was returned in good physical condition and with the marker present. The firing mechanism was tested and it deployed the collagen plug with the clip as intended. The analysis results confirmed that one applier (h and I) were received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. Device f and g batch # f9gm<4w: mfg date: 5-9-09, exp date; 4-9-14.